Manufacturer narrative:
This event occurred during an unspecified date of (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of unspecified access sets would not connect to the port of a baxter solution bag. The reporter stated that the "port does not fit with the tubing". This issue was identified prior to patient use. There was no patient involvement. No additional information is available.